Event description:
A customer reported to beckman coulter that the coulter lh 780 hematology analyzer leaked approximately 20 ml of bloody diluent under the shear valves. The leak was not contained within the instrument. The instrument also generated low vacuum error messages and non-numeric codes on the differential and hemoglobin results. The customer stopped using the instrument when observed the leak. The customer was wearing gloves and a lab coat at the time of the occurrence. The customer did not review the material safety data sheet (msds), but has an exposure control plan in place at the facility. There was no report of injury or exposure to open wounds or mucous membranes. Medical attention was not sought. There was no change to patient treatment in connection with this event. Beckman coulter field service engineer (fse) indicated that the leak was from disconnected line #207 from port #7 of blood sampling valve (bsv). The leaked fluid was collected at probe wipe drip tray, breached the tray, and spilled onto the bench top. The fse replaced line #207 from the bsv, which resolved the non-numeric differential and hemoglobin results and low vacuum error. The fse verified the repair per established procedures and the results met the performance specifications.

Manufacturer narrative:
(B)(4).